Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked/no delivery alarm noted. No replace battery now alarm noted during testing or in the insulin pump trace download. However, pump trace download analysis confirmed the pump alarmed power error and replace battery alert. The power management tool confirmed power error and replace battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Pump received with minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump alarmed for insulin flow blocked after changing multiple sets. Customer also reported that they got alarmed for replace battery now without any low battery alert prior to the replace battery now alarm. Customer¿s blood glucose at time of incident was 170mg/dl. Troubleshoot was performed but did not resolve this problem. Customer also states that the insulin pump screen was scratch. Product will not to be returned for analysis.